Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was 202 mg/dl. Reportedly , the customer reverted to an alternate method of insulin delivery.